Event description:
Per the clinic, the patient experienced an incidence of trauma that affected the implant magnet site. Subsequently, the device was explanted (specific date not reported), and the patient was reimplanted with another cochlear device during the same surgery.